Manufacturer narrative:
Please note that the 3500a submitted previously included the patient code (B)(4). However, there was no report of thrombosis for this patient and the code was added in error. No additional information is available at this time and no further reports are expected.

Manufacturer narrative:
Correction: additional info on (B)(4) 2012 indicated that the 1st diagonal lesion was within 5mm of the study stent. The previous MDR indicated that this information was received on (B)(4) 2012. Updated complaint conclusion: the complaint received states that this (B)(4) study patient had side branch occlusion during the index procedure and instent restenosis. This is a (B)(6) male with medical history including angina, previous pci (B)(6), family history of coronary artery disease, hyperlipidemia, myocardial infarction (B)(6), history of smoking, demerol-allergy, shellfish-allergy, degenerative joint disease and chronic pain syndrome. The target lesion was lad although the patient had triple vessel disease noted at the time of the procedure. The lesion was 75% de novo lesion in the proximal lad of 12mm in length in a 3.0mm vessel diameter with a side-branch is less than or equal to 2.5 mm. A 3.0x18mm cypher stent was deployed at 16 atms by direct stenting. The residual diameter stenosis measured 0%. The cypher stent was deployed but it was noticed that the proximal end of the stent seemed under-inflated. Narrowing was noted at the diagonal and the physician was unable to get a bmw wire to cross into the diagonal lesion. Therefore, a pilot was used for manipulation. The initial wire in the first diagonal was placed down the lad and a 2.5 boston scientific apex monorail balloon was placed across the strut into the first diagonal and the inflations were done. A kissing balloon with a 2.5 monorail balloon and 3.0 mm stent balloon gave good results with the diagonal being wide open. Ivus performed , the proximal portion of the stent was only about 2.7 or 2.8 and so a post inflation with high pressure balloon 3.0 at 18 atms and then 19 atm. Timi 3 flow was recorded pre and post-procedure. Pci was then performed on a 90% de novo lesion in the 1st diagonal of 12mm in length in a 3.0mm vessel diameter. The reason this lesion was treated was because the proximal portion of the stent seemed to be just a little under-inflated. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre-procedure and was 0 post-procedure. The patient reported experiencing angina at the time of the 30 day, 6 month, and 12 month study visits, but no testing was performed to determine the source of the angina. The patient experienced increased chest pain that led to a diagnostic catheterization approximately 14 months after the index procedure that revealed 90% stenosis in the 1st diagonal. Additional information received places the lesion within 5 mm of the study (B)(4) stent. The restenosis was treated with a xience stent which caused plaque shift into the lad resulting in 30% occlusion. This was treated with balloon angioplasty. Later that night the patient started having chest pain again. The next morning, the patient was found to have had an mi due to 100% thrombosis of the 1st diagonal xience stent. Angioplasty was performed with a non-cordis balloon and a dissection occurred, so an ion stent was placed at that point. It was reported that the dissection was not due to cordis product. The cypher product is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226609 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and smoking.

Manufacturer narrative:
As reported by (B)(4) study, coronary artery occlusion and plaque shift into a side branch occurred during implantation of a cypher stent. Past medical history included angina, previous pci, family history of coronary artery disease, hyperlipidemia, myocardial infarction, history of smoking, degenerative joint disease, chronic pain syndrome, and drug allergies. The lesion was a 75% de novo lesion in the proximal lad of 12mm in length in a 3.0mm vessel diameter with a side-branch less than or equal to 2.5 mm. A 3.0x18mm cypher stent was deployed at 16 atm by direct stenting. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. It was noticed that the proximal end of the stent seemed under-inflated. The reporter also indicated that "narrowing was noted at the diagonal" and the physician was unable to get a bmw wire to cross into the diagonal lesion. Therefore, a pilot was used for manipulation. The initial wire in the first diagonal was placed down the lad and a 2.5 boston scientific apex monorail balloon was placed across the strut into the first diagonal and the inflations were done. A kissing balloon with a 2.5 monorail balloon and 3.0 mm stent balloon gave good results with the diagonal being wide open. Ivus was performed and showed that the proximal portion of the stent was only about 2.7 or 2.8 and so a post inflation with high pressure balloon 3.0 at 18 atm and then 19 atm. This resulted in a plaque shift. The residual diameter stenosis measured 0%. Timi 3 flow was recorded post-procedure. Multiple attempts were made to clarify the events without success. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. Pci of lesions located next to a coronary bifurcation almost inevitably causes plaque shifting in the side branches. Common techniques to prevent side branch occlusion and plaque shifting during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Inflation of balloons over the recommended rated burst pressure may lead to excessive intimal damage and higher potential for plaque shifting. Based on the information available, there are possible vessel characteristics (bifurcation) and procedural factors (no pre-dilation) that may have contributed to the side branch occlusion and plaque shift. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. A risk assessment has been initiated to evaluate the stent underexpanded issue.

Manufacturer narrative:
The patient experienced increased chest pain that led to a diagnostic catheterization approximately on (B)(6) 2012, approximately 14 months after the index procedure. Angiography revealed 90% stenosis in the 1st diagonal. It was initially reported that the lad stent was patent, but additional info received on (B)(4) 2012 indicated that the restenosis was within 5mm of the study stent. The restenosis was treated with a xience stent. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices ((B)(6) 2010): 2 3.0x18mm balloons. Concomitant medications ((B)(6) 2010): intra-procedure medications included unfractionated heparin. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) study, plaque shifted into the diagonal. That was classified as a side branch occlusion in the database. A 3.0x18mm cypher stent was deployed to the lad lesion, but it was noticed that the proximal end of the stent seemed under-inflated. Narrowing was noted at the diagonal and the physician was unable to get a bmw wire to cross into the diagonal lesion. Therefore, a pilot was used for manipulation. The initial wire in the first diagonal was placed down the lad and a 2.5 boston scientific apex monorail balloon was placed across the strut into the first diagonal and the inflations were done. A kissing balloon with a 2.5 monorail balloon and 3.0 mm stent balloon gave good results with the diagonal being wide open. Ivus performed , the proximal portion of the stent was only about 2.7 or 2.8 and so a post inflation with high pressure balloon 3.0 at 18 atm and then 19 atm. This resulted in a plaque shift. The lesion was 75% de novo lesion in the proximal lad of 12mm in length in a 3.0mm vessel diameter with a side-branch is less than or equal to 2.5 mm. A 3.0x18mm cypher stent was deployed at 16 atm by direct stenting. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure. Pci was then performed on a 90% de novo lesion in the 1st diagonal of 12mm in length in a 3.0mm vessel diameter. The reason this lesion was treated was because the proximal portion of the stent seemed to be just a little under-inflated. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre-procedure and was 0 post-procedure.